Event description:
Info received states: "pt is experiencing smelly urine, fatigue, lethargy, weakness, trouble sleeping, walking difficulties and recurrent, unresolved e coli infections. Pt has taken many abt regimens in 6 mos and is currently on low dose daily abt." No further info provided.

Manufacturer narrative:
Event reported by pt via medwatch. Physician or physician names were not provided. Unable to follow-up. No device malfunction was reported. Device was not explanted. Serial number not provided for history review. No conclusion can be drawn.